Manufacturer narrative:
Quality safety evaluation of ptc received on 26-may-2016: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint analysis resulted in an unconfirmed quality defect. Further information will be obtained through the litigation.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration or perforation') and pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dilatation (15-french - for essure insertion procedure) on (B)(6) 2008 and regional nerve block (for essure insertion procedure) on (B)(6) 2008. (B)(6) -2008: operative findings - normal endometrial cavity. Previously administered products included for analgesia: atropine on (B)(6) 2008 and toradol on (B)(6) 2008; for sedation: vicodin on (B)(6) 2008, valium on (B)(6) 2008 and motrin on (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (essure removal and surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy of removal date-(B)(6) 2015 essure implants placed in both tubal ostia without complication, 0 rings right and 0 rings left after placement. Several attempts were made to place the left implant before success and extra fluid was needed for this. The patient tolerated the entire procedure well. There were no complications. There was no evidence of incidental uterine perforation at any point during the procedure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. New event migration or perforation was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration or perforation') and pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dilatation (15-french - for essure insertion procedure) on (B)(6) -2008 and regional nerve block (for essure insertion procedure) on (B)(6)-2008. (B)(6)-2008: operative findings - normal endometrial cavity. Previously administered products included for analgesia: atropine on(B)(6)-2008 and toradol on (B)(6)2008; for sedation: vicodin on (B)(6)-2008, valium on (B)(6)-2008 and motrin on (B)(6)-2008. On (B)(6)-2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (essure removal and surgery to remove the essure). Essure was removed on (B)(6)-2015. At the time of the report, the uterine perforation, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy of removal date-(B)(6)2015 essure implants placed in both tubal ostia without complication, 0 rings right and 0 rings left after placement. Several attempts were made to place the left implant before success and extra fluid was needed for this. The patient tolerated the entire procedure well. There were no complications. There was no evidence of incidental uterine perforation at any point during the procedure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The patient's past medical history included cervical dilatation (15-french - for essure insertion procedure) on (B)(6) 2008 and regional nerve block (for essure insertion procedure) on (B)(6) 2008. Previously administered products included for analgesia: atropine on (B)(6) 2008 and toradol on (B)(6) 2008; for sedation: vicodin on (B)(6) 2008, valium on (B)(6) 2008 and motrin on (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: essure implants placed in both tubal ostia without complication, 0 rings right and 0 rings left after placement. Several attempts were made to place the left implant before success and extra fluid was needed for this. The patient tolerated the entire procedure well. There were no complications. There was no evidence of incidental uterine perforation at any point during the procedure. Diagnostic results: on (B)(6) 2008: operative findings - normal endometrial cavity. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 27-oct-2017: follow up from summons-earlier events were deleted and events pain and abnormal bleeding added with essure removal date. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.